Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the internal seals tore on four trocars causing loss of internal seals tore on four trocars causing loss of pneumoperitoneum. Some of the trocars were replaced to complete the case. There was no consequence to the patient.